Event description:
It was reported that the devices were used during a low anterior resection. The device fired malformed staples. The surgeon reanastomosed the tissue with a new stapler. There was no consequence to the patient.